Event description:
It was reported that the patient fell and that the right ventricular lead had oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was cosmetic environmental stress cracking and blood/body fluid on the outer tubing overlay, and the outer insulation had a cosmetic depression. Performance data was also analyzed. Analysis of the data revealed fifteen ventricular nst(non-sustained tachycardia) less than or equal to 190 ms on (B)(6) 2012 in the timeframe between 16:48:07 and 18:55:05. The ventricular short interval count v-sic equaled 123.6 counts avg/day, in 3.97 days, between (B)(6) 2012 13:17:06 and (B)(6) 2012 12:37:26. And there were two patient alerts for lead failure predictor on (B)(6) 2012 at 20:33:19 and 15:58:29.

Event description:
It was reported that the patient fell and that the right ventricular lead had oversensing. It was further reported of a potential performance issue of the right ventricular lead as lia (lead integrity alert) was triggered and there was nonphysiological sensing. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.